Event description:
Additional information received reported that the cause of the pipeline failure to to open was unknown. It was noted that during the delivery process there was some resistance advancing the pipeline upwards and considered the resistance may have been due to patient vessel tortuosity. Despite resistance, the pipeline was delivered to the intended location. The device did not jump, just slipped downward and herniated into the aneurysm. The tip of the catheter was moved during deployment.

Manufacturer narrative:
B5 updated with additional information received. H6. Annex a coding updated based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707179954:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within a dispenser coil. ¿ damage location details: the pushwire was found to be bent at ~40.5cm and ~139.5cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. In addition, the middle section of the braid was found to be opened and no damage. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the middle section as the middle section of pipeline flex braid was found to be fully opened and no damaged. Damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline flex more than two times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline couldn't be opened (middle section), and then it herniated into an aneurysm. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 18.65 mm and neck diameter 8.69 mm. Landing zone (artery size): distal 3.66 mm and proximal 5.12 mm. The patient¿s vessel tortuosity was moderate. The surgeon used ped-500-35 to treat the patient's right internal carotid artery large aneurysm; the vascular access route was tortuous and it was a type 3 cavernous sinus. The microcatheter was guided to the end of the internal carotid artery and the stent was deployed in situ. The distal end of the stent was difficult to open and was deployed continuously to about 50%. The distal end was moderately opened, but there was suspected kinking/flattening at the siphon bend in the middle section. The problem could not be resolved through increasing and decreasing tension, swinging, continued deploying, retrieving and deploying again. The whole system was retrieved and raised to the middle cerebral artery and deployed again, but the middle section still could not be opened. During the swinging, pushing and pulling process, it fell into the aneurysm, so the stent was removed and replaced. After the replacement, the operation was successfully completed. Dapt (dual antiplatelet treatment) was administered (pru level was normal). Angiographic result post procedure: slowing blood flow. The pipeline was positioned in the middle of a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. Increased and decreased tension, swung, pushed and pulled, retrieved to deploy again was attempted to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event. Ancillary devices: microcatheter ev3 phenom27/229010403.